Event description:
The pt was reportedly implanted with a biodesign surgisis tension-free urethral sling on (B)(6) 2010, at (B)(6) , by dr (B)(6) . The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Update: the root cause of the patient's current complaints is inconclusive. Lack of effectiveness and recurrent urinary incontinence are known potential outcomes.

Event description:
The patient was reportedly implanted with a biodesign surgisis tension-free urethral sling on (B)(6) 2010, at (B)(6) hospital in (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2010, dr. (B)(6) implanted a sling for treatment of the patient's urinary incontinence. The patient reported that six months after surgery, she was experiencing worsening incontinence, both stress and urge, bleeding upon intercourse, and back and lower abdominal pain. She indicated that dr. (B)(6) advised her to give herself another couple of months to heal and to refrain from intercourse for that time. In 2014, the patient was seen by dr. (B)(6) with reports of bleeding, continued incontinence, and a vaginal discharge. Dr. (B)(6) performed surgery on the patient. The sling was not located, but dr. (B)(6) reportedly found some scarring and repaired that.

Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis tension-free urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.